Event description:
Customer reported experiencing high blood glucose of 400 to 600 mg/dl. Customer was unable to troubleshoot since it was a past issue. Customer did not want to change the entire set. Customer was advised to do a complete set change when experiencing a high. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.